Event description:
It was reported that the array failed to extend. A 3.0cm x 15cm leveen coaccess needle electrode system was selected for use in a radiofrequency ablation (rfa) procedure in the liver. During attempted deployment, it was unable to deploy. Therefore, it could not be used. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. No visual damages or defects were observed on the device. Functional testing was performed, and the array extended normally. The reported event could not be confirmed.

Event description:
It was reported that the array failed to extend. A 3.0cm x 15cm leveen coaccess needle electrode system was selected for use in a radiofrequency ablation (rfa) procedure in the liver. During attempted deployment, it was unable to deploy. Therefore, it could not be used. The procedure was completed with another of the same device. No patient complications were reported.